Event description:
Via email: customer stated that the foam stick broke inside patient during vaginal prep. Foam square was removed with everything intact. No injury to patient.

Manufacturer narrative:
Facility did provide a sample to aid in the supplier¿s quality engineer¿s investigation. This particular supplier is outside the us, unfortunately, the sample was intercepted by us customs as the sample had an unknown leaking substance and was prohibited for entry. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. The supplier¿s records indicate that the reviewed batch record passed all the in-process inspection. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Via email: customer stated that the foam stick broke inside patient during vaginal prep. Foam square was removed with everything intact. No injury to patient.